Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter thoracic aortic aneurysm. It was reported that during the implant procedure, after full deployment of the stent graft, the physician had difficulty recapturing the delivery system prior to removal. It was reported that retracting the trigger on the slider was not disengaging it from the screw gear threads. After the physician moved the slider back and forth and retracted and released the trigger multiple times, the delivery system was eventually recaptured and removed from the patient. It was noted that during troubleshooting, the physician made sure that the delivery system was being held straight and that the front grip and slider were not being squeezed too tightly. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.